Event description:
It is reported by surgeon of the hospital, that while he was performing a surgery one of the blades of the modular capture distal resection broke. A replacement was available to complete the surgery.

Manufacturer narrative:
An event regarding crack/fracture and disassembly involving a modular capture - distal resection was reported. The event was confirmed. Method & results: device evaluation and results: dimensional inspection performed on the diameter of the extracted cross pin and the diameter of the trigger hole confirmed out of tolerance results for both dimensions. Material analysis indicated areas of no weld fusion at the weld fracture site and also no evidence of line-to-line or interference fit for the missing pin. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. Conclusions: the investigation concluded that there was a supplier manufacturing nonconformance as material analysis identified that there were areas of no weld fusion at the weld fracture site and also no evidence of line-to-line or interference fit for the missing pin. Nc was issued for the cross pin assembled to the action trigger of the instrument coming loose during surgery.

Event description:
It is reported by surgeon of the hospital, that while he was performing a surgery one of the blades of the modular capture distal resection broke. A replacement was available to complete the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.